Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for chronic low back pain. The caller indicated that the patient called them this morning to indicate that the stimulation intensity was too high and she felt it in her foot which makes it hard to walk. She is being seen by the doctor the day after the date of this report and a medical representative would evaluate the stimulation. The caller stated that they will be evaluating her for new pain also. The cause of high stimulation was undermined at the time of this report and mentioned it could be possibly due to stimulator settings or lead placement according to the hcp. The stimulation was adjusted and CT scan was ordered to resolve the issue. However the issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.